Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to confirm the reported malfunction or determine if it contributed to the reported hypoglycemia. No product lot number was reported therefore no qualification records were reviewed. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result" and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that he did not feel the cannula being inserted during the activation process, so he checked his blood glucose, which was 120 mg/dl. He had a meal containing 110 grams of carbohydrate (no meal bolus of insulin reported). Thirty minutes later, his blood glucose measured 450 mg/dl. He removed the pod noticed that the cannula was not fully deployed. He discarded the device.